Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with uim pcb failure; this condition had the potential to interrupt delivery. This condition was found in the general pt ward upon power up. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. A service history review revealed that the device has been serviced two times prior to this event. The device has not been previously sent into service for the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Evaluation summary: the reported condition of a colleague infusion pump with a "user interface module printed circuit board" was confirmed by baxter personnel in the pump?s event history. The root cause was assigned to a faulty inverter/rear harness. The inverter/rear harness was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.